Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of dyspnea, worsening mr and tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the mr appears to be a result of the tissue damage, which then caused the cascading effect of dyspnea. A definitive cause for the reported tissue damage; however, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the ruptured chordae. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (60122u225) was implanted at a3/p3, reducing the mr to 1. On an unknown date, the patient presented with shortness of breath. It was found that the mr had increased to 3 due ruptured chordae that created a lateral leaflet prolapse, close to the first clip. On (B)(6) 2017, a second mitraclip procedure was performed for treatment of the mr. Two clips were successfully implanted, reducing the mr from 3 to <1. There was no issue with the clip delivery systems (cds); however, after the procedure, blood was observed in the endotracheal tubes. In the physicians opinion, the non-abbott extra stiff guide wire was inserted too far into the left upper pulmonary vein, causing the bleed. The patient was confirmed to be hemodynamically stable, and the patient was treated with medication and mechanical ventilation. No additional information was provided.